Event description:
The device was connected to a pt and reportedly would not pick up the pt's ECG using the pt cable and ECG electrodes. The pt was not resuscitated. The reporter stated that the reported event did not cause or contributed to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.